Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. The diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had poor image quality. The diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the outer tube was damaged, the leakage current was inadequate and the r-unit was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was damaged and therefore the leakage current was inadequate; the r-unit was broken and therefore the image was not displayed. A root cause could not be identified for poor image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.